Manufacturer narrative:
Nothing is being returned, which precludes conducting a physical failure analysis. No lot number was supplied which precludes conducting a batch history review. We cannot conclude as to what may have caused the needle to break. It is possible that the user may have hit bone when deploying the needle through the soft tissue. Outside of this hypothesis no conclusions can be drawn. At this point in time no further action is necessary, however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The facility is reporting that 3 needles broke during deployment and one of them broke off into the patient's body and remains in there. The case concluded successfully without further incident or harm to the patient.